Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead lumen was broken. The lv lead was removed and replaced. The patient was in stable condition.